Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: patient history of gastrointestinal bleeding reported in manufacturer report numbers 2916596-2021-02544 and 2916596-2021-02419. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had previous changes to anticoagulation status. Aspirin had been withheld due to recurrent gastrointestinal (gi) bleeding. This was restarted during hospitalization for stroke.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented on (B)(6) 2021 with weakness and dizziness. She had a CT scan which revealed an embolic stroke. Symptoms resolved without intervention. Patient was stable and plan was for risk modification and neurology follow up.